Manufacturer narrative:
H2) correction: b3 date of event corrected. D10 concomitant product corrected.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump did not stay on after replacing batteries. The batteries had been put in the correct direction and the battery door was secure. Pump would flash green then turn off. Pump had been powered off for minutes then patient called stating that both pumps were working. When the batteries had been replaced, they needed to release the cassette lever first in order for the pump to register. A new cassette was removed and attached and then pump worked again. Patient was up and running using the backup and stating that the other pump was working as well. This was a continuous life-sustaining infusion. The reported product fault did occur while in use with the patient, and the product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.